Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving dilaudid (8.0 mcg/ml at 0.4635 mcg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain. It was reported the patient was examined on (B)(6) and the pump was flipping/pump inversion in the lower left quadrant (pump pocket) with pump mobility. It was indicated the event was related to the device or therapy, and indicated the event was not related to the implant procedure. No action was taken and the issue was ongoing. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the cause of the pump flipping was not determined. The patient's baseline weight was (B)(6) pounds. No actions were taken to resolve the pump inversion. No further complications were reported/anticipated.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the event resolved without sequelae on (B)(6) 2018.